Event description:
On (B)(6) 2012, the reporter claimed the patient's blood glucose reading has reached the 500 mg/dl range while the pump's keypad was intermittently non-responsive. The reporter is not making any allegation that the keypad issue had anything to do with the patient's alleged hyperglycemia. The patient continued to utilize the subject pump to manage her diabetes. At the time of the call to animas, the patient's blood glucose was in the normal range. The reporter states that they will continue to work with their hcp to resolve the patient's high blood glucose issue. This complaint is being reported because, the patient had blood glucose reading over 500 mg/dl while on insulin pump therapy. In addition, the keypad on the subject pump was non-responsive. It is not clear whether the incident is associated with diabetes management, product malfunction, use error, or intentional misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.